Event description:
The patient has 4 scs anchors with the same lot number. It was reported that the patient's scs anchors had migrated. Surgical intervention was taken on (B)(6) 2014 to suture down the scs extensions which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.